Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the cassette leakage occurred during vitrectomy surgery. The surgery was completed after replacement of product with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette was visually inspected, and no obvious defects were found. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 5000 cut rate displayed on the screen when the radio frequency identification (rfid) connectors were attached to the console. The submerge leak test was performed on the cassette. No leakage occurred during generating 200 millimeters of mercury from the mensor. The cassette was tested in returned condition. A console representing the current software version was used to test the sample. The sample failed priming and calibration generating system message code (smc) 3467. The received signal amplitude (rsa) value was found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. This can result in the customer experience of failed calibration. The root cause of the customer¿s complaint could not be determined conclusively with the information available. But analysis of the returned sample revealed a low rsa value associated with the cassette. Action was taken to address and investigate the potential causes for low rsa. The following actions taken were part of an on-going and separate investigation that was already created to address low rsa value. The two working corrective and preventive action (capas) address and were created to further optimize the molding and assembly processes to decrease rsa failures. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened, and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).